Manufacturer narrative:
E1: (B)(6).the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported that the image from the rigid videoscope blacked out during a therapeutic "lm" procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure (image defect (image turns black)) was not confirmed. Based on the results of the investigation, and since the device was not returned and evaluated, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.